Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. Code applicable to cold insulin had been used. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated a red x with a insulin gauge reading of 0 was observed after loading a cartridge. Tandem technical support explained that it is possible that the insulin delivery was not resumed after completing the fill cannula. Cold insulin had been used. There was no impact to the customer's blood glucose level.